Event description:
It was reported that a sensor error occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. In the middle of the night on (B)(6) 2023, the patient's mother woke up because the pediatric patient was vomiting. The patient uses the tandem pump and g6 mobile app. The cgm was showing a sensor error and the pump had three dashes. Due to the error, it was reported that it caused the insulin delivery to stop on the pump. The patient was taken to the emergency room and the patient had diabetic ketoacidosis (no blood glucose value was provided). The sensor was removed when they arrived at the hospital as it was not providing readings. The patient was treated with an insulin drip and was given morphine and saline for dehydration. The patient was released from the hospital after 13 hours when their blood glucose readings were in normal range. At the time of the report, the patient was in normal condition. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.